Manufacturer narrative:
The lot and manufacturing records were reviewed and found to be acceptable.based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the surgeon found in the patient's eye what appeared to be a plastic particle. He was able to remove the particle right away without any impact or injury to the patient.